Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician could not duplicate the customer's reported issue. Model lap top ventilator 950 passed all testing and met all carefusion specifications.

Event description:
The customer reported model lap top ventilator 950 is auto cycling. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.